Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found the reported phenomenon. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based on the information from sorc, omsc surmised that this phenomenon was attributed to the external force being applied to the ultrasound transducer due to the handling.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the ultrasound transducer of the subject device was partially peeled off. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.